Event description:
The customer reported, to olympus that during preparation for use, the evis lucera elite colonovideoscope presented with an error code of e315 for an unsupported scope. The intended procedure was completed with a similar device. There were no reports of patient harm or injury associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to water intrusion in the scope connector. Additional issues were identified during the device evaluation: the distal end adhesive was lifting, the s-connector had water ingress, the right angle was not up to specification, the electrical safety test failed, and the plug had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage during user handling and water invaded the device, which then caused an abnormality in electrical components and an error message was displayed. The user can detect the event by handling the device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image". The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. - leakage testing of the endoscope". Olympus will continue to monitor field performance for this device.